Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Event details have been forwarded to contract/manufacturer supplier for investigation. Upon completion of supplier review of internal documentation and surgical plan that was used to manufacture the guides, a follow up report will be forwarded to the FDA with results of investigation. This report filed (B)(4), 2011.

Manufacturer narrative:
Supplier's evaluation of event was limited to review of planning and procedures as the device has not been returned to date. Supplier confirmed that surgeon approved plan that was used to manufacture the guides. Guides were manufactured according to plan and met specification. (B)(4).

Event description:
It was reported that patient underwent a total knee arthroplasty procedure utilizing a signature knee guide on (B)(6), 2011. During the procedure, the surgeon placed the tibia guide and noted the alignment would have placed tibia cuts in excessive varus. The surgeon made additional attempts to align the tibia guide without success. The procedure was completed using traditional instrumentation with no injury to the patient reported. There was a delay greater than thirty minutes as a result.